Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 55 cm diameter abdominal aortic aneurysm. It was reported that the bifurcated graft was advanced, deployed, recaptured and removed successfully and without resistance. Post-dilation with a reliant balloon was done successfully. Upon final angiogram, a type 1a endoleak was observed. Additional post-dilation with the reliant balloon was done on the proximal portion the graft. However, endoleak was not resolved. Because the endurant was deployed at the level of the lowest renal, there was no room to cuff with a covered graft. Another manufacturer¿s stent was placed on a another manufacturer¿s balloon and deployed at the proximal edge of the stent graft at the level of the renal arteries. Post-dilatation with the reliant balloon was successful and the endoleak was resolved. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).